Event description:
It was reported that this patient has a history of many treated episodes. Some of these shocks were a result of oversensing of noisy signals with lower amplitudes. It is noted that due to the large number of shocks that the patient has received the device has depleted and is exhibiting end of life (eol). These inappropriate shocks could have contributed to the device depleting faster then expected. The patient's system was turned off at this time while having an surgical procedure. No additional adverse events were reported.